Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had chest pain,angina and shortness of breath. The patient's lead had increased thresholds. The patient was treated with medication and the lead remains in use.the patient was a participant in the lead 20105 clinical study. No further patient complications have been reported as a result of this event.